Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge. A supply change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
Customer failed to properly cycle cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.